Event description:
Literature was reviewed regarding migration of a broken helix of an implantable cardioverter defibrillator (ICD) lead to the hepatic vein. The authors described a patient who received inappropriate therapy due to lead damage and underwent a transvenous lead extraction. During the extraction procedure, the active fixation screw of the tip of the lead was broken from the lead body and migrated to a branch of the mid hepatic vein. Removal of the lead fragment was not attempted due to the difficulty in reaching the distal hepatic vein using the available snaring equipment. Chest x-ray showed the stretched active fixation screw of the tip of the lead in hepatic vessels. The patient was asymptomatic during follow up. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: complication of transvenous lead extraction: migration of the broken helix of an implantable cardioverter-defibr illator lead to the hepatic vein. Kardiologia polska. 2018; 76, 11: 1574. Doi: 10.5603/kp.2018.0223 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.